Event description:
During a procedure with a patient being treated for an orif right mandibular angle fracture, nasal fracture, and right zmc fracture, the head of the 2.0mm self-drilling imf screw sheared off during insertion. The screw shaft broke below the patients mucosa and was unable to be retrieved. The surgeon was inserting the screw under normal load during surgery. The procedure time was longer than expected as there was a problem dilating the lacrimal ducts which were injured as a result of the fracture. It was reported the broken imf screw did not add any significant time to the procedure. The screw shaft broke flush with the patients outer bone cortex and was left implanted as they would with a normal screw.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.